Manufacturer narrative:
The event was reported to have occurred on an unspecified day in (B)(6) 2020. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed less volume to be infused (vtbi) than the volume of saline to be infused during therapy (dose, programmed amount and delivery rate unknown). The tubing was found collapsed with air in the tubing. There was no known patient injury or medical intervention associated with this event. No additional information is available.